Event description:
Issue (B)(6) patient called back to say he saw dr kurt stockamp in whitney pals area. The battery is depleted, and the patient is scheduled for a gen change on 7-1. Symptoms have returned and he has lost about 9lbs per month for about the last 10-12 months.